Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via (B)(6). The start of intrathecal baclofen was in 2008. The type of baclofen was gablofen. As of (B)(6) 2016 the pump was delivering gablofen 2000 mcg/ml; 1475 mcg/day. The lot number was not available. It was believed the pump was removed without prior taper of the baclofen. The patients father reported that when the pump was removed a sponge was found in there. The physician could not verify this. The physician could not confirm pathology results of foreign body material in the tunneling tract. A refill was performed (B)(6) 2016 post intervention by the neurosurgeon/ antibiotics and then plastics. The incision healed and there was no redness at that time. The wound infection appeared resolved and healed post explant. The patient was seen by the physician (B)(6), and most recently on (B)(6) for medical (po) diagnosis of spasticity and rehabilitation needs. Concomitant medication includes: ativan, vimpat, lasix, aspirin, vesicare, aztor, macrodantin.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n206778, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient had a wound infection after surgery. The patient had chronic wound issues and underwent plastic surgery debridement of the wound. It was noted that the wound was partially opened with chronic drainage, erythema, and induration. Surgery was performed for the removal of the right abdominal baclofen pump and intrathecal catheter. Surgery also included irrigation and debridement of a complex abdominal wound and the placement of a drain. The entire system was explanted and removal of foreign body from the wound occurred. Purulent fluid was noted and cultured with intraoperative aerobic and anaerobic swabs. The culture turned out to be gram positive rods diptheroids. Foreign body was removed from the wound and along the tunneling tract; there appeared to be a surgical sponge and it was sent for pathologic analysis. There was sharp skin and subcutaneous debridement of the wound. The patient was placed on IV antibiotics. Some other medications the patient was taking included: doxycycline, tylenol, bactrim, singulair, amitza, keppra, norvasc, abilify, baclofen, celexa, lacosamide, lactulose, and lamictal. Medical history includes brain injury with severe spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.